Manufacturer narrative:
Additional information: the investigator indicated that the cause of death was unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx aptus endoanchors were implanted into another manufacturer¿s (cook zenith) stent graft for the treatment of a proximal type I endoleak. It was reported that the patient expired in the previous 6 months. The cause of the patient¿s death is unknown. The investigator has not indicated the cause of death. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information received ; it was reported that the patient death was assessed as possibly related to the study device by the sponsor. It was reported that the type ia endoleak was noted to be causally related to the device and not to have resolved despite intervention. If information is provided in the future, a supplemental report will be issued.